Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty. During the procedure, as the surgeon was impacting the glenoid component, the impactor fractured at the impaction portion. The malfunction occurred after a few strikes with the mallet. The procedure was completed using the broken impactor. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The impactor was returned for evaluation. As returned, the threaded portion of the strike plate fractured and remained in the impactor handle. Impactor head is not returned for evaluation. The impactor showed signs of normal use. The hardness was evaluated and was found within specification. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.